Event description:
During preparation to draw up a medication, a problem was noted with the 10 ml syringe contained inside the sterile or pack (hand/elbow pack -lf). The syringe contained a sticky substance already. The syringe was removed from the field. The liquid was never in contact with the pt.